Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports the patient had intubation surgery on (B)(6) 2010. On (B)(6) 2016 it was found that the tunnel was cracked and weeping occurred. On (B)(6) 2016 the patient was hospitalized due to an infection; peritonitis and a pulmonary infection. On (B)(6) 2016 the physician replaced the catheter with a new one. The patient status is stable now. There was no further spreading of the infection.

Manufacturer narrative:
Submit date: 07/14/2016. Since the lot number information was not provided a DHR review could not be performed. The actual sample involved in the reported incident was not return for evaluation, however a photo was attached to cts, visual evaluation of the photo provided was performed, it revealed a pd catheter inside to the patient body, however no visible defects could be observed, it was not possible to determine if the tubing present a crack or a leak with this picture. An ishikawa diagram was used to determine the potential causes for this event; this is a potential failure mode if the following possible causes are present. Based on the fishbone diagram, the possible causes were identified: man, fail to follow in-process and inspection procedures: according to procedure for accurate-sherwood catheter assembly describes all assembly and inspection operations required for manufacturing straight and curled peritoneal dialysis catheters. Manufacturing operators must inspect catheters and reject for the following: contamination, necking of the tubing, nicks, cuts or blemishes that do not meet drawing specifications. All rejected product will be cut in half and placed in a scrap container. Based on photo evaluation no defective conditions were identified for the pd catheter, therefore this potential root cause is discarded. Customer misuse (cleaning agents, excessive force, and sharp objects): based on event description the catheter was in use for a period of 6 years approximately without any problem. Despite the reported defect was not confirmed this potential root cause could not be discarded. Material: defective material: the catheter functioned as intended for approximately 6 years; therefore there is no evidence of a defective material. (Discarded) machine (equipment out of tolerance condition): no defective conditions were identified in the pd tubing. (Discarded) measurement: no potential causes were identified under this category. (Discarded) method: no potential causes were identified under this category. (Discarded) this defect has not been confirmed. Based on photo evaluation the reported defect could not be confirmed. Event description states that the catheter was in use for a period of 6 years. This complaint has not been confirmed as manufacturing related issues. No complaints triggers or trends were identified, therefore corrective or prevention actions are not required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.